Manufacturer narrative:
(B)(6). Lot manufactured between october 1, 2020 to october 2, 2020. The device was received for evaluation containing residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv ( large volume) underinfused. The was observed after use of the device for a patient infusion. The device had been filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.